Event description:
The patient was not satisfied by the immediate results. The surgeon encouraged the patient to give time to get used to the implant, but patient was adamant that he wanted the device removed. The device is performing as expected. Patient was explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.